Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported device did not recognize tubing was reproduced and confirmed through the event history log. Evaluation found the device to detect a tube in the tubing guide before the tubing was loaded. The cause was determined to be an optical sensor which was out of calibration and unable to be calibrated. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize tubing. There was no patient involvement. No additional information is available.